Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter in an av fistula graft. Lesion morphology is reported to be fibrous. The device was inflated 50/50 by inflation device. It is reported that the balloon ruptured before nominal pressure was reached at 6 atm. No patient injury was reported. The patient was treated by follow up pta with another balloon.